Event description:
The customer reported that when they used the m3508a pad adaptor cable on the m3535a heartstart mrx defibrillator, they rec'd a critical device error alert. When they used another cable, the error did not appear again. There was no report of pt involvement.